Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit. Visual inspection of the device did not identify any damages or defects. The rotapro system was connected to the rotapro control console system. The knob switch (ablation button) turned on when the button was pushed, and the device was able to reach and maintain optimal rpm in both normal mode and dynaglide mode with no issues or irregularity. E1: (B)(6).

Event description:
It was reported that the speed exceeded from its set speed of 139,000 rpm. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the physician set the rotation speed to 139,000 rpm; however, the maximum speed reached up to 145,000 rpm in normal mode. The procedure was completed with another of the same device. No complications reported, and the patient was stable post procedure.

Event description:
It was reported that the speed exceeded from its set speed of 139,000 rpm. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the physician set the rotation speed to 139,000 rpm; however, the maximum speed reached up to 145,000 rpm in normal mode. The procedure was completed with another of the same device. No complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).